Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to the chronic high impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited high, out-of-range shock impedance measurements of 215 ohms. Technical services (ts) was contacted, and ts discussed troubleshooting recommendations to evaluate the impedance. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient underwent a pocket revision procedure and additional defibrillation threshold (dft) testing. Dft testing failed with the standard but broke the arrhythmia with reverse polarity. The s-ICD impedance was 159 ohms during the shock. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous system due to the chronic high impedance measurements. No additional adverse patient effects were reported.